Event description:
It was reported that the patient underwent a tlif for stenosis implanted interbody devices and posterior fixation. The screws were found loosened post op. The revision surgery to replace the screws was performed approximately 6 months post op.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Six month post-op films were reviewed. They show that segmental construct at l2-l3-l4-l5 with interbody fusion. Interbody spacers present and seen at l3-l4. Interbody device at other levels cannot be verified. Lysis about l2 screws is noted. The construct of screws, rods and cross link was confirmed. CT shows interbody device with left side device posteriorly positioned but not compressing dura. We were unable to determine the cause of the event. However, the suspect devices in use are lot# w07d0664, w07g0385, w07j0378, and w07j0379. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 75446545, was cleared in the united states.